Event description:
The remstar pro c flex device was returned to a third-party service center for service as part of the sound abatement foam recall with no initial alleged complaint. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation inside the blower kit, cigarette smoking contamination and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.